Event description:
The customer contact reported a delay of critical therapy during an alarm condition. The pump was to be used to deliver dopamine 400mg/250ml to a hypotensive patient in the intensive care unit (ICU). A plumset tubing set was primed and loaded into an unspecified channel of the pump. It was reported that after the nurse powered the pump on, the pump alarmed with n251 (cassette test failure) and could not be programmed. The nurse then attempted to use the other 2 channels of the pump; however, but both channels also alarmed n251 at power up and could not be programmed. Although there was potential for serious injury, the customer contact indicated there were no adverse patient effects. The plumset removed from the pump. Therapy was resumed using a replacement plum xl pump and the same tubing set. Though requested, no addition information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.